Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), dilated left ventricle (lv) and left atrium (la), and a rotated heart (~25 degrees) for a mitraclip procedure. During gripper orientation of an ntw, the posterior gripper did not lower (non-tactile). Troubleshooting was performed (locked, unlocked and closed clip arms) and the gripper was able to lower. The valve was grasped and the deployment sequence was initiated. First establish final arm angle (efaa) passed. The lock line was removed. The final efaa was performed and the clip opened while locked. The clip was initially closed to 20 degrees, then the clip jumped opened and the clip angle was ~60 degrees. Partial loss of capture occurred with the posterior leaflet. The clip was able to be removed and replaced. The mr was reduced to grade 1-2 with one clip implanted. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa, clip jumping, and single gripper actuation issue could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa, clip jumping, and single gripper actuation issue were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.